Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: the assumptions of the treating hcp can be confirmed with the attached CT scan. There is radiolucency and both components appear to be loose. The tibial component has obviously subsided anteriorly. The tibial bone loss is visible, however, there is not too much bone loss. The underlying cause for the loosening is not clear, though. The cause is likely to be patient and bone quality related. Failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and/or the device in relation to cause of the failure. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components due to possible loosening. Patient now reports having significant pain after standing from seated position and she starts to walk. Patient has ongoing swelling and deep-seated pain in the ankle with walking and standing. Unable to walk for long periods of time. Pain with inversion and on palpation to the sinus tarsi as well as medial gutter. X-rays taken previously on the left ankle demonstrate infinity total ankle in place with anterior tibial subsidence and probable talar component loosening.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components due to possible loosening. Patient now reports having significant pain after standing from seated position and she starts to walk. Patient has ongoing swelling and deep-seated pain in the ankle with walking and standing. Unable to walk for long periods of time. Pain with inversion and on palpation to the sinus tarsi as well as medial gutter. X-rays taken previously on the left ankle demonstrate infinity total ankle in place with anterior tibial subsidence and probable talar component loosening.